Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished lot and no non-conformance were identified.

Event description:
It was reported by vet that an animal underwent an unknown procedure on unknown date in (B)(6) 2019 and suture was used. When tightening the knot, by using finger and needle-holder, the thread got broken at the level of the knot or at the level of needle-holder. The surgeon tightened progressively without exerting excessive tension. Another thread was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples were received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.